Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that post a stenting treatment procedure, in-stent restenosis occurred and the patient experienced angina. The patient presented due to stable angina. The first 90% stenosed and 24mm long target lesion was located in the mid left anterior descending (lad) artery with a reference vessel diameter of 2.5mm. The first target lesion was treated with pre-dilation and placement of a 2.5x28mm promus element stent, resulting in 0% residual stenosis. The second 95% stenosed and 15mm long target lesion was located in the mid right coronary artery (rca) with a reference vessel diameter of 3.5mm. The second target lesion was treated with pre-dilation and placement of a 3.5x20m promus element stent, resulting in 0% residual stenosis. The patient was discharged the following day on aspirin and ticlopidine. (B)(6) 2012 - the patient presented with angina and was hospitalized. Coronary angiography revealed 80% in-stent restenosis of the previously placed stent in the mid lad. The in-stent restenosis was treated with placement of a non-bsc stent and post-dilation, resulting in 0% residual stenosis. The patient was compliant with medications and the rca was not treated. The event was considered resolved without residual effects.